Event description:
The patient presented to the clinic with low heart rate and fatigue. It was not possible to interrogate the device. The device was explanted and replaced to resolve the event. The patient was stable.